Event description:
During a coronary treatment procedure involving a 90% stenotic lesion in the mid-lad, the maxxum balloon ruptured upon inflation at 4 atm's. Types and sizes of the introducer sheath, guidewire, guide catheter, and inflation device are unknown. It is also unknown how many inflations were performed and how many atm's the catheter was inflated to with each attempt. The lesion was not calcified. The patient was asymptomatic with this event. The maxxum catheter was removed and discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.